Manufacturer narrative:
Qc prior to the event was within the established ranges but on the low side. Qc after the event and the twice-weekly maintenance was within the established ranges. Service was not called as the customer obtained higher results after the maintenance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to three (3) erroneously low total protein results generated by unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory, and questioned by the physician. Repeat testing after the twice-weekly maintenance produced higher results. There was no change to patient treatment.